Event description:
The customer alleged they received questionable albumin (alb), creatinine (crea), cholesterol (chol), and c-reactive protein gen.3 (crp) results on their c501 analyzer. The customer provided data for 15 patients, 14 of which had discrepant results. The discrepant results were reported outside the laboratory. The laboratory was contacted by the staff from the wards which did not believe the initial results. Please refer to the attachment to the medwatch for the patient results. As far as the customer knew, no treatment was started based on the results. There were no adverse events. The alb, creat, crp, and chol reagent lot numbers and expiration dates were requested but not provided. The customer stated that after a short while, quality control was measured and everything was ok. Later on, a green wash rack was introduced into the analyzer, and the customer did not have any more problems. A definitive root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).